Manufacturer narrative:
Additional review determined the event submitted under this manufacturer report number (2125050-2021-00911) was submitted in error, as the alleged malfunction is not likely to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
A sling, dynamic suture with tensioner and anchor attached, and two introducers were received for evaluation. The static anchor and suture were not received. The static end of the mesh was separated into two pieces. One piece had a straight angled detachment end, indicating it had been cut with a sharp instrument. The other piece was curled and had monofilament pulled from it, indicating stress was exerted. No blood residue was noted on any of the components returned. No abnormalities were noted with either introducer. Based on the information received the physician tugged on the static end of the mesh after implant to confirm it was anchored well and the mesh tore. Based on examination of the returned mesh it appears excess stress was exerted on the static end of the mesh to detach the static suture from the mesh. One part of the mesh also was curled with monofilament pulled from it, indicating stress was exerted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Lot 7165481.

Event description:
According to the available information the altis sling was to be implanted on (B)(6) 2021 but while attempting to anchor first side, the physician tugged to confirm it was anchored well and the mesh tore free from the suture attached to static anchor. The physician stated she was not pulling hard and it just tore. The suture was trimmed and left the static anchor in place. Another altis was used to successfully complete the surgery.